Event description:
The customer reported that the system was not flouroing but would display a communication failure error between generator and workstation. The system was locking up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.